Event description:
It was reported in a journal article that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t wave oversensing and was hospitalized. Device was re-programmed to secondary with double amplification. At the patient's eight-month follow-up, there was no inadequate therapies. At this time, the device remains in service. No additional adverse patient effects were reported.